Manufacturer narrative:
Analysis was able to confirm the customer's comment that the rate on the external pulse generator (epg) was sluggish. The epg failed "pacing rate dial" at incoming functional testing, therefore replaced encoder assembly. Output connector assembly was broken. Hanger assembly was cracked. Lower case was cracked next to ventricular output connector. Display wire insulation was pinched, wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate on the external pulse generator (epg) was sluggish. The epg was returned for repair. There was no patient involvement.